Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was no capture threshold on the right atrial (ra) lead. After further assessment in clinic, chest x-ray confirmed ra lead dislodgement. Patient was brought to the lab for lead revision. The ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event for failure to capture was not confirmed. Visual inspection of the lead found no anomalies. The tines were complete and intact. Electrical testing did not find any indication of conductor fractures or internal shorts.